Manufacturer narrative:
H.6. Investigation summary: a device history review was conducted for lot number 7325324. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. A sample could not be obtained for evaluation and testing. Two retained samples from the same lot were tested for leakage and passed specification. Without the ability to investigate the affected unit our quality engineers were unable to determine the root cause for this complaint.

Event description:
It has been reported that one bd¿ intima-ii y 22gax0.75in prn/ec slm has been found experiencing leakage during use. The following has been provided by the initial reporter: on (B)(6) 2019, the patient came to our hospital for treatment due to cough and asthma. The patient was diagnosed with pulmonary infection and received infusion treatment. One hour later, the nurse found fluid leakage of the indwelling needle and replaced a new indwelling needle.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It has been reported that one bd¿ intima-ii y 22gax0.75in prn/ec slm has been found experiencing leakage during use. The following has been provided by the initial reporter: on (B)(6) 2019, the patient came to our hospital for treatment due to cough and asthma. The patient was diagnosed with pulmonary infection and received infusion treatment. One hour later, the nurse found fluid leakage of the indwelling needle and replaced a new indwelling needle.